Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the pacemaker failed suddenly and the patient collapsed secondary to complete heart block. The device was unable to be interrogated in the emergency department. The pacemaker was approaching elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.